Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021 the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count of 4,000. It was reported the patient was treated with vancomycin (2 grams, intra-peritoneal (ip)). Per the nurse, a repeat pd culture was obtained on (B)(6) 2021 which showed the wbc decreased to 13. The nurse stated the patient recovered from the peritonitis event. The patient reportedly continues pd treatment with the same cycler without any adverse effects. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
H10. The plant investigation submitted on the initial report was inadvertently named and should be considered the clinical investigation.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021 the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count of 4,000. It was reported the patient was treated with vancomycin (2 grams, intra-peritoneal (ip)). Per the nurse, a repeat pd culture was obtained on (B)(6) 2021 which showed the wbc decreased to 13. The nurse stated the patient recovered from the peritonitis event. The patient reportedly continues pd treatment with the same cycler without any adverse effects. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Plant investigation: a temporal relationship exists between the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency caused the peritonitis. Based on the available information, the cause of the peritonitis cannot be established. Peritonitis is a well-documented complication in patients undergoing pd therapy which is most often caused by a breach in aseptic technique during the pd exchange.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021 the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count of 4,000. It was reported the patient was treated with vancomycin (2 grams, intra-peritoneal (ip)). Per the nurse, a repeat pd culture was obtained on (B)(6) 2021 which showed the wbc decreased to 13. The nurse stated the patient recovered from the peritonitis event. The patient reportedly continues pd treatment with the same cycler without any adverse effects. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.